Event description:
Color coding strip on stryker core 2 drill attachment was peeling off when the tray was opened for a case. The color strip was removed as to not chip off and was attachment removed from the field. No harm to patient.